Event description:
Customer states when the chair arrived the frame was bent, the frames do not align, one goes further in then the other. No additional information provided.

Manufacturer narrative:
Product was returned and evaluated. Evaluation indicated device was damaged in shipment, freight damage noted, the box was a mess resulting in a bent frame.